Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that vessel dissection occurred. A 1.50mm rotalink plus was selected for use. Rotablation was completed and it resulted in a flow limiting dissection of the right coronary artery. Consequently, the patient experienced a drop in pressure. The device was normally removed and stenting was completed to treat the dissection. Post procedure, the patient was noted to be stable and doing well.